Event description:
Pe insert of knee prosthesis removed due to infection roughly 3 years post operative. Replaced with another pe insert.

Manufacturer narrative:
Device history record was not reviewed because device was not returned and reference numbers was not referenced. Device was not returned for analysis. Root cause of patient infection could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.